Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported poor performance when using the device. The device was explanted on (B)(6) 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).